Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that there was a call service 087 alarm. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-oct-2018 with the following findings: a review of the pump¿s alarm history showed no cs 087 call service alarms. The black box verified that the user was experienced a cs 078 motor error when attempting to rewind. During investigation, the pump was exercised for 12 hours with call service alarms occurring. The pump cover was removed and internal moisture damage was found on the motor flex connector. The complaint of call service alarm issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.